Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, the complaint is being reported due to the following conclusions: the tip cover accessory allegedly fell in the patient and it was retrieved laparoscopically during the same procedure.

Event description:
It was reported that during a da vinci hysterectomy procedure, the tip cover accessory, while installed on the monopolar curved scissor's instrument came off and fell in the patient. The tip cover accessory was retrieved. There was no allegation that any patient harm, adverse outcome or injury occurred involving the reported instrument. On (B)(6) 2015, intuitive surgical inc., (isi) contacted the clinical sales representative (csr) who initially reported the complaint. The csr stated that the tip cover accessory was retrieved from the patient laparoscopically during the same procedure.